Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The exact cause of the reported incident could not be conclusively determined at this time. This type of teflon pad damage can result from continuous activation of the output without tissue between the probe and the grasping section. If additional info become available at a later time, this report will be supplemented.

Event description:
Olympus was informed that during a right colectomy procedure, the teflon pad was damaged, due to over activation. It is unk if the intended procedure was completed. However, there was no patient injury reported. Olympus followed up with the user facility via telephone and in writing to obtain additional info regarding the reported event, but with no results.